Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device exhibited output and sensing anomalies.

Event description:
It was reported that a snap shunt disconnection was retrospectively confirmed by reviewing an operative report. The pt had come in 8 months ago for a shunt malfunction. It was apparent that the shunt had broken off at the attachment of the ventricular catheter to the reservoir dome, and the catheter was lodged in the brain. The catheter was removed.

Manufacturer narrative:
Analysis confirmed the reported output and sensing anomalies. Testing found that an anomalous transistor component was the cause for these anomalies.